Manufacturer narrative:
(B)(4).

Event description:
It was reported that after lead implant, a continuous drop in sensing was observed. X-ray was performed and there was no lead dislodgement. Lead was re-positioned successfully to acquire good measurements. Patient was doing well post-procedure.